Event description:
Patient reported that insulin was pooled in device's insulin cartridge chamber. During phone troubleshooting, a crack was discovered in the neck of the cartridge. A new cartridge was put in use by a home health nurse in the morning. Patient reported that their blood glucose was in the 400's (mg/dl) yesterday, 431 mg/dl today, "hi" tonight -- no treatment was received for high blood glucose. Patient is being treated with antibiotics for infected tooth.